Manufacturer narrative:
A visual evaluation of the returned device found that the stent has some blackened areas. The most proximal section of the stent is broken, including the barb, also it appears to be stretched and constricted near to the broken section. Based on the product analysis, most likely some anatomical/procedural factors were encountered during the procedure which may have limited the overall performance of the device. The damage found on the stent is typically made due to grab and pull the stent with the snare during the stent removal. Once the stent is caught with snare, excessive force to remove it can stretch the stent which could lead to break it. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct on (B)(6) 2017. According to the complainant, during the removal procedure, a snare was used to remove the plastic advanix¿ biliary stent. While removing the stent with a snare, the stent broke into pieces, requiring the physician to remove the broken pieces of the stent from the patient. The entire device was removed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during a stent removal procedure performed in the common bile duct on (B)(6) 2017. According to the complainant, during the removal procedure, a snare was used to remove the plastic advanix¿ biliary stent. While removing the stent with a snare, the stent broke into pieces, requiring the physician to remove the broken pieces of the stent from the patient. The entire device was removed and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".